Event description:
It was reported to philips that the monitor would not acquire a 4 or 12-lead. The device was in use, however there was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. An evaluation was completed and the fse was unable to replicate the alleged failure. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. While onsite, the fse reviewed and confirmed customer diagnostics on the device. All cables, connections and leads wires were inspected with no issues found. Fse also attached the device to patient analyzer and obtained a 12 lead reading/ acquired 12 lead. The logs were checked for errors and ran ops check successfully. Unable to replicate complaint. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.